Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) was display is flickering. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse replaced ac to dc inverter (d671-00-0230) which corrected display issue. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0671-00-0230 ac dc inverter serial number (B)(6) with a reported unit failure of a flickering screen. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0671-00-0230 ac dc inverter serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat could not verify the reported problem of a flickering screen, after an extended run-in time. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) display is flickering. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display is flickering.